Event description:
It was reported that the right ventricular (rv) lead from this pacemaker exhibited high impedances out of range on several checks, elevated thresholds, and noise signals. The physician elected to replace the rv lead with a new one and surgically abandoned the existing. A fluoroscopy was performed at implant, but there was nothing detected. This pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.